Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient had peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. Treatment for peritonitis was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd892372. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.